Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a breast augmentation revision procedure with mentor memorygel breast implant 600cc gel breast prostheses developed baker grade IV capsular contracture in both of her breasts. As a result, the patient underwent bilateral explantation on (B)(6) 2019. Rupture of the patient¿s right breast prosthesis was discovered during the explantation surgery. The patient did not replace her breast prostheses. It was reported that the patient feels that there was mold in her implants and she believes that was what caused the rupture of the right breast prosthesis. Mold was not mentioned in the operative report for the explantation surgery. Additionally, pathology results were reviewed, and there was no evidence of mold. Mentor cannot currently confirm the presence of mold because the devices have not been returned for analysis. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the event reported, the patient experienced a rupture and developed capsular contracture. Furthermore, the patient stated that she feels there is mold in the implant causing the rupture. During visual inspection of the sample, it was found to be ruptured. A crease was found in the edges of the tear, causing a rupture. No evidence of foreign matter was observed in the implant. The evaluation determined that the rupture is consistent with a crease fold rupture. These kinds of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).